Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative. It was reported that the reason for the catheter revision was unable to be determined. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(4), ubd: (B)(6) 2019, (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6) 2018, (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: (B)(4) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that a cerebrospinal fluid leak had occurred. The event date, event context, interventions taken, cause, symptoms and status of the patient were not reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving 3000 mcg/ml lioresal at 583.5 mcg/day for intractable spasticity and cerebral palsy. It was reported that the patient underwent a catheter revision (B)(6) 2018 and on (B)(6) 2018, it was noted the patient had a cerebrospinal fluid (csf) leak. The csf leak was fixed on 2018-feb-21. Diagnostics and troubleshooting were unable to be determined and it was also unable to determine was environmental, external, or patient factors may have led or contributed to the issue. A pseudomeningocele was visible through the suture hole and was evacuated. The leak was repaired with a double layer of evicel and fat graft. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.